Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately two weeks post implant, that the right ventricular (rv) lead exhibited no capture. It was also noted that the right atrial (ra) lead exhibited high thresholds and low p waves. The rv and ra leads were repositioned. During the repositioning procedure, the physician could not tighten the implantable pulse generator (ipg) setscrew and it was determined that the setscrew had disengaged from the threads and fallen out of the header. The ipg was removed and replaced. The rv and ra leads were connected to the new ipg and remain in use. No patient complications have been reported as a result of this event.